Manufacturer narrative:
(B)(4). Batch # = n90639. The analysis results found that the el5ml device was received in good visual condition. Upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # ni. Additional information was requested and the following was obtained: did clips release from the jaws randomly and then were not able to occlude the vessel or tissue they were applied to? Or were the clips fired from the device that would not occlude the tissue or vessel they were applied to? The clips would not fully close to occlude the vessel.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips would release from jaws randomly, would not stay in place. Another like device was used to complete the procedure. There were no adverse consequences for the patient.